Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left eye due to the patient could not see distance clearly and daily activities were significantly affected. Other disorders of the eye following cataract surgery led to explanting the lens. Pre-operative vision was 20/50 and post-op vision was 20/80. There was no vitrectomy, incision enlargement, or sutures required. The patient's post-operative outcome was not available. No further information is available.

Manufacturer narrative:
Patient ethnicity: information unknown/not provided. Date of event: unknown/not provided. Best estimate date is on (B)(6) 2022. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional info: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: aug 18, 2022. Section h3: device evaluated by manufacturer¿ yes. Device evaluation: visual inspection under magnification revealed that the complaint lens was received cut in half. The lens was cleaned and, no issues that could contribute to blurry vision could not be identified. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issues were not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.